Manufacturer narrative:
Per the trusteel infusion set user guide, "change the infusion set every 24-48 hours, or as recommended by your healthcare provider." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to an elevated blood glucose (bg) level of 512 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred. Reportedly, the customer used trusteel infusion sets and changed the infusion sets every 72 hours. Tandem technical support educated the customer regarding infusion set labeling. The pump supplies were changed, and customer continued to use the pump for insulin therapy.